Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia as well as ill with flu and feeling very weak. The customer blood glucose level was mostly higher than 22.2 mmol/l at time of incident and current blood glucose level was 9.0 mmol/l. The customer assisted with troubleshooting. The customer was treated with insulin pen and gave them self a bolus. Customer did not use auto mode and suspend before low was not turned on. Customer was fell again due to broken leg and weakness and visit to emergency room, got a plaster on leg and was then hospitalized. The customer was treated with anti-flu drugs and feeling much better. The customer was using auto mode again. The customer states they performed self-test and insulin pump passed self-test and displacement verification test. The device will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was hospitalized due to flu and not for hyperglycemia. The customer had low blood glucose on (B)(6) 2019.